Event description:
It was reported that the patient reported a decreased performance, humming/noise with and without the audio processor, and intermittence's when he turns his head to the right. It was also reported that in (B)(6) 2014, approximately when the issues began, the patient was hist behind the ear over the implant site. Insitu testing was within normal limits. CT scan was unremarkable. A surgical exploration was considered for (B)(6) 2015. During the exploratory surgery, it was seen that the implant housing position had changed over time. The implant was secured with a screw and sutures. In situ measurements were normal. A post operation x-ray showed that the electrode array had migrated out of the cochlea. Due to the possibility of a compromised electrode array, the patient was then re-implanted on (B)(6) 2015.

Manufacturer narrative:
(B)(4) . The device has been explanted and has been returned to innsbruck where it will be evaluated. When available, a device failure analysis will be submitted as a follow up report.